Event description:
It was reported that a patient underwent a large incisional hernia repair procedure with a large 20 x 25 cm sized mesh in 2008. At one month post-procedure, the patient presented in the emergency unit with a small enterocutaneous fistula/sinus on his abdomen with high output of small bowel fluid draining two liters of small bowel fluid per day. The patient was not septic, had no acute abdomen, no fever, and had a supple abdomen. The patient underwent laparotomy surgery to explant the mesh. A small bowel perforation correlating to the presence of a tack was found and the perforation was closed with sutures. Within two weeks, the patient's wound healed completely. The patient recently underwent a re-operation for the large incisional hernia using an open anterior approach placing a mesh intra-abdominally. Today, this has healed well.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.